Event description:
It is reported that the femoral component was implanted without bone cement, believing it was porous.

Manufacturer narrative:
This report will be amended when our investigation is complete.